Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.3ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. At an unspecified time, line a of the device was programmed to deliver dextrose at a rate of 4.6ml/hr. Line b was programmed to deliver an unspecified medication at a rate of 2ml/hr, and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, the delivery on line a was titrated to a rate of 1.6ml/hr. After approx 30 minutes, the nurse returned to the pt's room and noted that the delivery on line a had stopped. It was reported that the device displayed the programming entered by the nurse; however, the dextrose was not being delivered. The pt's glucose level was checked with the results reported as 46mg/dl. No medical interventions were reported. The device was removed from clinical service. Therapy was resumed using a replacement device. After approx 2 hours, the pt's glucose level was rechecked with results reported as 64mg/dl. The customer contact reported the pt "is in good condition." Though requested, no add'l info was provided.